Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2019-09668. It was reported the patient's lead dehisced and became infected. As a result, surgical intervention was undertaken wherein the system was explanted and patient was placed on antibiotics.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the infection has resolved.